Manufacturer narrative:
(B)(4). The field service representative (fsr) verified the occlusion knob did not adjust occlusion. He found that the retaining ring at the top of the occlusion knob was off. He reinstalled retaining ring on occlusion knob and checked roller pump operation. The unit operated to manufacturer specifications and was returned to clinical use. No part will be returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the occluder knob was not adjusting occlusion on the roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.